Event description:
It was reported that this pacemaker recorded an episode where the right ventricular (rv) channel shows noise over sensing. This causes atrial pacing to be delayed. The device was reprogrammed around the observed noise, which caused the delay in pacing. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.